Event description:
A surgeon reports one patient exhibited the "wrong results" following bilateral refractive surgery. The right eye exhibited +1.75 diopter overcorrection of sphere and -1.00 diopter undercorrection of cylinder. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.